Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(6). H6: component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Was the needle retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle in the future? If yes, please provide the scheduled date. What tissue structure the needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the source or name of person providing answers to followup questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and suture was used. The procedure was for a maternal pregnancy 2, birth 1, pregnancy 39+ 4 weeks. Maternal was delivered naturally. During vaginal delivery, the doctor made an incision on the left side of the perineum, and after the fetus was delivered, the doctor sutured it. During the suturing process, the problem of pulling off suture needle happened, and the needle remained inside the incision. The parturient was explained and comforted, and a new suture was taken out for secondary suturing. There were no patient consequences reported. Additional information was requested.